Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: unable to perform complaint lot history check due to unknown lot number. Customer returned (1) loose 1cc syringe. Customer states that when the patient draw insulin from a vial, the needle was stuck on the rubber cap on the vial. The returned syringe was examined and exhibited adhesive runoff onto the barrel. See attached photo. This condition could lead to the cannula detaching from the syringe. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) has been opened to address this issue for 1ml syringes.

Event description:
It was reported with the use of the bd ultra-fine¿ ii insulin syringe there was an issue with 10 occurrences of needle separation from barrel.